Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device was received undeployed, but deployed during the RMA process. The download data showed high pulse widths reaching timeouts in addition to a drive stall occurring during the priming sequence. This caused the needle to not deploy. Examination of the reservoir found scratch marks indicating interference between linkage assembly and the reservoir while deployment. The device was reset and the rerun did not replicate the timeouts or the drive stall. The smc of the device was within specifications. Inspection of the drive mechanism found brass shavings and markings on the leadscrew of the device. Inspection of the drive mechanism found brass shavings on the lead screw. The leadscrew threads were also observed to be damaged. It could not be conclusively determined if the brass shavings or damaged leadscrew threads caused the high pulse widths with drive stall. The exact cause of the high pulse widths with drive stall could not be determined.